Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting noise. A risk of inhibition and fracture was suspected. Another lead was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting noise. A risk of inhibition and fracture was suspected. Another lead was implanted instead. No further adverse patient effects were reported.